Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Osteolysis occurred due to poly wear. Patient was revised with a competitor cup.